Event description:
The physician was unable to inject the bulking agent either because the agent was too thick or the needle was defective. Four boxes of this product were opened and none of them came out of the injectable dispenser.